Event description:
Report received of a potential over-delivery of a narcotic. The pump was programmed in the pca only mode to deliver morphine sulfate 1mg/ml 30ml syringe with a pca dose of 1.5mg every 8 minutes with a 4-hour lockout of 300mg. The staff reported that the pump was alarming. The rn reported that the display on the pump read that 5.5mg had been delivered, but the 30mg syringe was empty. There was no reported adverse pt event. There were "no signs of any overdose to the pt". Though requested, there was no add'l info available.